Event description:
Doctor reported to boston scientific that the tip of the injection gold probe bipolar catheter did not engage. The event clarification on follow up effort indicated that the needle did not extend. The case was completed with another same device. The patient's condition was reported as "fine".

Manufacturer narrative:
The product is not returned by the facility. The cause of the event is undetermined.